Manufacturer narrative:
Investigation/conclusion: although an improper technique was identified in the complaint, a root cause could not be determined from the information provided. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.0, 4.8 and 2.0. Therapeutic range: unknown. All testing was performed within five (5) minutes. Reportedly, multiple finger sticks were performed on the same finger. This is considered to be an improper technique when performing the inratio testing. There was no adjustment to the caller's coumadin dose. There was no reported adverse patient sequela. There was no additional information provided.